Event description:
It was reported that during reprocessing of the cobra grasper instrument, it was noted that the instrument had a broken cable and a loose flush port. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. The luer plate is dislodged from the chassis and is sticking out past the chassis back plane. The entire chassis outer wall feature that holds luer plate is broken off. Engineering concluded that damage to the wall feature is likely broke due to improper cleaning, thus allowing the luer plate to dislodge. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.